Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with no information. Further review of the manufacturer's database indicated the patient died approximately eight months after device system implanted. The cause of death has been requested and will not be received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Attempts made to obtain additional information were unsuccessful.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Attempts made to obtain additional information were unsuccessful. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression and visual analysis only was performed. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts made to obtain additional information were unsuccessful. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression and visual analysis only was performed. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was performed.